Manufacturer narrative:
Reference mfg. Report numbers: 2015691-2018-04466, 2015691-2018-04467, 2015691-2018-04469, 2015691-2018-04474, 2015691-2018-04475, 2015691-2018-04476, and 2015691-2018-04477.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there is insufficient information to determine the cause of the reported aortic root rupture or the patient¿s demise. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: schofer, n. (2017). Comparative analysis of balloon-versus mechanically-expandable transcatheter heart valves considering landing zone calcification. Japanese college of cardiology, 1-7.

Event description:
As reported from a literature article reported by our (B)(6) affiliate a single center retrospective study of 212 patients with severe symptomatic native aortic valve stenosis who received transfemoral tavi with the sapien 3 valve between 2014 and 2015: ¿comparative analysis of balloon- versus mechanically-expandable transcatheter heart valves considering landing zone calcification¿. The outcome was assessed according to varc ii definitions. During the study period one patient expired due to a complication for aortic root rupture during the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.